Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date the patient underwent fusion surgery wherein rhbmp-2 was implanted. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2014 the patient was pre-operatively diagnosed with status post revision posterior l4-s1 fusion. Posterior displacement of peek interbody prosthesis l5-s1. Obesity. The patient underwent the following procedure: anterior discectomy l5-s1 with excision of previous left-sided peek interbody prosthesis that had displaced. Anterior interbody fusion l5-s1 using peek perimeter interbody prosthesis with rhbmp-2. Anterior plating l5-s1 using the titanium pyramid plate. As per op-notes, ¿there was no evidence of any csf leakage. Surgeon was able to identify the posterior longitudinal ligament and dura and these appeared free of any injury. Hemostasis was ensured. The endplates were nicely prepared and the interbody space was sized for an appropriate-sized peek perimeter prosthesis. The prosthesis was packed full of rhbmp-2 appropriately reconstituted on collagen sheets using small rhbmp-2 kit within the peek prosthesis.¿